Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the patient was noted to have a possible reaction to the grounding pad. The reaction was described as possibly being heat related or burn injury, around the edges of the grounding pad. The patient was reportedly in stable condition and was being observed in post operative recovery. The following information is unknown: the cause of the complication, the type of injury sustained by the patient, and what medical intervention (if any) was rendered due to the complication. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a system verification and testing of the erbe generator functionality. The fse was was unable to reproduce the reported problem. The system was tested and verified as ready for use.